Manufacturer narrative:
Block e1 (initial reporter address): (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf impact code f1001 captures the reportable event of aborted/rescheduled procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng stent was to be implanted to treat a tight 4 cm mid-esophageal stricture during an esophageal stenting procedure performed on (B)(6) 2025. During the procedure, while loading the stent onto the guidewire, the delivery catheter became kinked, preventing successful advancement of the stent. Despite removing and reinserting the device and replacing the guidewire, the physician was unable to deploy the stent due to persistent catheter kinking. The procedure was aborted and rescheduled for a later date. There were no patient complications reported as a result of this event.